Manufacturer narrative:
No devices were returned to olympus for evaluation. The devices said to have been involved in the event were forwarded to a third party for evaluation. The original equipment manufacturer (OEM) was contacted for additional info regarding the report, and the OEM reported that the subject telescope was part of an olympus oes pro turis resectoscope system, which was connected to a erbe electrosurgical generator during the procedure via an adapter cable. The erbe generator reportedly did not include a saline detection circuit and was therefore not suitable of use with the oes pro turis resectoscope system. The OEM followed up with the user facility via telephone and in writing to obtain additional info regarding the event, but no result. The (B) (4) and (B) (4) instructions for use, both used as a part of the olympus oes pro turis resectoscope system, indicate that the devices are intended for use in saline with the ues-40. This report is being submitted as an MDR in an abundance of caution. Cross reference MFR. Report number: 9610773-2010-00006, and 9610773-2010-00007.

Event description:
Olympus was informed of a report in which a pt sustained unspecified thermal damage to the urethra after having undergone a transurethral resection of prostate (turp) procedure. The pt reportedly complained of pain approx 10 days after the procedure, and thermal damage of the urethra was allegedly determined by unk means. The current condition of the pt is not known.